Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not obtained. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-31199. It was reported that the patient experienced ineffective stimulation. Diagnostics revealed high impedance. In turn, surgical intervention took place on (B)(6) 2020. Intra-op testing showed high impedance on the lead. As such, the lead was explanted and replaced with a new lead addressing the issue. It is unknown if any intervention was undertaken on the extension. Reportedly, therapy was confirmed post operatively.